Event description:
The patient's device stopped working two weeks ago. When she turned the device on she felt stimulation in her back instead of feeling stimulation in her left leg and foot where it should be. At 4.10 amps she had to turn the stimulation down because she could not walk or control her foot and leg. The device was not helping and could barely feel stimulation when set at 4.30 amps. It was noted that she fell on the snow and ice about four days after implant surgery. She landed on her tailbone and it was a hard fall. The fall was not reported to her physician nor has she had her device checked. Additional information has been requested.

Manufacturer narrative:
Product ID 3778-60, serial (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).